Event description:
Per the audiologist, the patient experienced a performance decrement with device use and the device was explanted (B)(6), 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
This is a duplicate complaint of MFR report # 6000034-2013-01750. The device analysis report was reported on MFR report # 6000034-2013-01750. This report is filed april 28, 2014.